Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, there was no patient harm.

Manufacturer narrative:
Conclusion / root cause: the gas delivery system assembly and data acquisition pcba to motor controller pcba cable were tested and no failures were identified. The error code 1108 could not be duplicated.